Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was having poor telemetry or no telemetry with recharging. Difficulty charging. The last time the patient was able to successfully charge their device was two months ago. Reason for not charging was that the patient had shut the device off to travel, then his stuff was in a pod because he was moving. No patient symptoms or complications were reported in this event. Patient not able to communicate with another external device: programmer. Redirected patient to follow up with health care professional (hcp) for possible overdischarge additional information was received from the health care professional (hcp) on (B)(6) 2018. It was reported that the patient did not need the ins as much in warm climates so they left the recharger home and then moved and lost the recharger all together. Ins has not been on for a couple of months but patient was not bothered by it since it was summer. Patient tried to charge a few weeks ago and it showed ins was fully charged but said power on reset (por) so it's like it will charge but it won't work and just turns off. Hcp said patient was seen yesterday (B)(6) and won't come back for 8 weeks. Hcp indicated they see patient every six weeks so patient must have seen por between last visit 6 weeks ago from this report. No further patient symptoms or complications were reported in this event.